Manufacturer narrative:
Patient identifier, age, date of birth and weight were not provided for reporting. Date patient experience pain and blade cut out is unknown. This report is for unknown - tfn-advanced proximal femoral nailing system (tfna) helical blade. Part and lot number is unknown. Without the specific part and lot number; the UDI number is not available. Implant date is (B)(6) 2017. Explant date is unknown, however revision surgery is being planned. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number/email is not provided for reporting. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the reported devices were used in an original surgery for proximal femoral subtrochanteric fracture. In response to patient¿s pain in her femur, x-rays were taken on (B)(6) 2018, and the surgeon recognized that tfn-advanced proximal femoral nailing system (tfna) long nail in question had been cut-out. This was confirmed by the shortened femoral head. A revision is being planned for bipolar hip arthroplasty (bha) replacement. This report is for one (1) unknown tfna helical blade. This is report 1 of 1 for (B)(4).